Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: anxious and shaky. Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for error messages (e-0 and e-2). At the time of the call, the customer reported feeling anxious and shaky; medical attention was not needed at the time. During the call, a back to back blood test was performed by the customer fasting and produced e-0 and test result of 99 mg/dl using true metrix meter; the customer was satisfied with the result obtained. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is03/31/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Sections with additional information as of 22-mar-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.